Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from a single patient sample. There was no evidence that the vitros eci immunodiagnostic systems or vitros tsh reagent had malfunctioned. The investigation could not determine a definitive root cause. However, an unknown sample interferent cannot be ruled out as a contributing factor.

Event description:
The customer observed reproducible, lower than expected, vitros tsh results obtained from a single patient sample processed across two vitros eci immunodiagnostic systems and compared to the results obtained from a non-vitros system. Patient run 1 vitros tsh: 1.56, 1.50 vs. Expected 51.0 miu/l. Patient run 2 vitros tsh: 1.50 vs. Expected 58.8 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The results were not reported outside the laboratory. There was no allegation of inappropriate action taken resulting in patient harm as a result of this event. (B)(4).